Event description:
A coronay stent with delivery system was successfully advanced to the target lesion site in the pt's tortuous right coronary artery. Upon inflation of the balloon catheter to 8 atmospheres, the stent dislodged and embolized into the distal right coronary artery. The sds was withdrawn from the pt without complication. The stent was successfully retrieved and withdrawn using a microsnare. A second cornoary stent with delivery system was successfully deployed at the target lesion stie. There were no clinical sequelae reported relative to the event.